Event description:
Info rec'd via bma product complaint form. Reporting that an arterial bloodline developed a leak from what appeared to be a small cut in the line. It is not clear at what point in the treatment the leak occurred. The estimated blood loss is 100-150 cc. The arterial line was changed without incident and the patients' dialysis treatment resumed. The pt has experienced no ill effects. The suspect line has been discarded by the user. This is one of two related pir's. On 7/23-rec'd notice of 3 add'l complaints from this lot number.